Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds, three months post implant. The lead dislodgement was confirmed via fluoroscopic evaluation. Subsequently, this patient underwent a revision procedure whereby this lead was explanted and discarded by the healthcare facility. A different lead, same model was successfully implanted. No additional adverse patient effects were reported.